Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The shunt was implanted in the patient (B)(6) 2015 and has recently been causing issues. After neuro dynamic imaging it was found the shunt was blocked. The patient was revised yesterday (B)(6). Both the ventricular and peritoneal catheters were patent so it the shunt was removed and revised. The surgeon would like the shunt setting tested firstly. The shunt has been set to an opening pressure of 110, can this please be confirmed as the setting the valve is currently on, and then tested. Female patient, (B)(6).

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at 110mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-3162 with lot cplcb3, conformed to the specifications when released to stock on the 21st october 2013. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.